Event description:
There was an over-delivery when delivering 60cc at 300ml/hr. The pump delivered 23.8ml when set up to delivery 20ml. There was no patient injury or treatment associated with this event.